Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge to address the issue. The customer's blood glucose level was 561 mg/dl with ketones that were identified as dangerous by a healthcare provider. The customer went to the emergency room and subsequently hospitalized in the intensive care unit. The customer was treated with intravenous fluids of saline and insulin to address the bg. The customer was released on 8/9/25 with issue resolved and no permanent damage.